Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/31/2019. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Anterior resection ¿ cancer. Did the patient receive any preoperative chemotherapy or radiation? Unable to obtain information pertaining to this. Were there any issues experienced with the device in the initial surgical procedure? Unable to obtain information pertaining to this. What is the surgical assistant¿s experience with the device? Surgical assistant was extremely experienced in firing the device and had done so many times before this case. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unable to obtain information pertaining to this. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Odp steps followed ¿ both surgeons and assistants are very experienced with the use of our intraluminal staplers. Was the device difficult to close? Unable to obtain information pertaining to this. Was the device difficult to fire? Unable to obtain information pertaining to this. Were the donuts inspected? If so, please describe. Both surgeons inspect their donuts after every single firing of an intraluminal stapler. Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Once the patient had come back to theatre after the initial firing of the intraluminal stapler, the patient had a colonoscopy to look at the staple line, bleeding was noted along the staple line at a particular point. Was a leak test performed? If so, what type and what was the result? Unable to obtain information pertaining to this. Was the staple line visualized transanally during the initial surgical procedure? Unable to obtain information pertaining to this. How was the post-op bleeding identified? In recovery the nurses found that the patient was lying in some blood. What was the total estimated blood loss (ml)? Unable to obtain information pertaining to this. Was a transfusion required? Unable to obtain information pertaining to this. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unable to obtain information pertaining to this. What was the preoperative anti-coagulant protocol? Unable to obtain information pertaining to this. What is the current status of the patient? Unable to obtain information pertaining to this.

Event description:
It was reported that during an anterior resection procedure, surgical assistant fired the device on the patient ¿ all seemed okay, ¿crunch¿ felt and heard by assistant. Anastomosis checked by surgeon, all seemed fine. Patient taken to recovery, bleeding noticed there. Surgeon took patient back to theatre and did a colonoscope to check the anastomosis where he found some bleeding. Used clips and haemostatic agent to stop bleeding ¿ patient taken back out to recovery. No further issues reported.